Event description:
Attorney alleges plaintiff has had a rupture, siliconoma capsulotomy and has developed multiple physical symptoms including breast hardness, loss of sensation, arm pain, gross scarring, disfigurement, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.